Manufacturer narrative:
Carefusion failure analysis technician was able to duplicate the customer's reported issue. Pt801 is failing calibration causing transducer fault issue. Output differential voltage is out of carefusion specification.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that ventilator alarmed transducer fault during pre-use checks. There was no patient involvement.